Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. B1, b5, d4 (unique identifier (UDI) #), g3, h1, h4, h6 (patient, device, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an radiofrequency ablation procedure, the error code 20 was allegedly displayed by the catheter. Additionally, it was reported that the temperature did not reach 120 degrees. It was also reported that once the catheter was pulled out of the patient there was allegedly a burnt tissue on the heating element. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review. The photo showed two catheter heating elements. One charred/burned venclose catheter, with what appeared to be tissue/charred blood, was crisscrossed over a clean catheter heating element. Based on the photo review, the investigation has been determined to be confirmed for thermal decomposition of the device. One evsrf 60cm catheter was received for evaluation. The device appeared to have residue throughout. Multiple kinks were observed throughout the catheter shaft. What appeared to be burnt tissue, was noted throughout the catheter coils. The coils were not visible for visual evaluation due to the burnt/charred tissue on the heating coil. Upon opening the handle, no damage was noted. All wires were noted to be intact and in place. The proximal battery was noted to be partially seated within the battery holder. The distal battery was noted to be fully seated within the battery holder. Both battery holders were clean. When original batteries were removed, both battery pads were clean. Battery pads were inspected under uv light and slight glow anomalies was observed. Both batteries were noted to be clean. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. Functional testing was performed. An error 21 was presented on first cycle long and short treatment test. Temperature was not increasing to 120c throughout the functional test. Catheter was re-examined for any additional breaks, etc. All wires were noted to be intact and in place at the signal (heater) wire solder area. The resistance of the thermocouple wires was within specification. Through additional testing, swapped signal wires at both the handle board as well as the coil end were ruled out. Verified 20v was delivered to the handle board signal wire pads (green-red) so power delivery was normal. Therefore, the investigation is determined to be confirmed for the reported insufficient heating (error 21) and the investigation is determined to be confirmed for identified thermal decomposition of the device. The root cause for the insufficient heating and thermal decomposition is unknown. It is possible there was a short in the wire somewhere in the heating element or coil. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, that the temperature did not reach 120 degrees. Furthermore, it was reported that once the catheter was removed from the patient, burnt tissue was observed on the heating element. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the error code 20 was allegedly displayed by the catheter. Additionally, it was reported that the temperature did not reach 120 degrees. It was also reported that once the catheter was pulled out of the patient there was allegedly a burnt tissue on the heating element. The procedure was completed using another device. The current status of the patient is unknown.